Event description:
It was reported that this right ventricular (rv) lead exhibited a very gradual rise in pace impedance measurements, to high out of range, greater than 2,000 ohms. Threshold was also elevated, and there was a ventricular tachycardia (vt) event stored that is actually lead noise lasting > 2 seconds with pacing inhibition. Clinician noted isometrics in unipolar configuration and was able to reproduce noise. Technical services (ts) suspected lead calcification, and discussed troubleshooting and programming options. The device was reprogrammed for optimization. No adverse patient effects were reported. The device remains in service.